Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was in dwell of peritoneal dialysis therapy (no additional details provided). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.